Manufacturer narrative:
Combination product: yes an infection was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additionally an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In summary, the infection was not device related.

Event description:
The patient suffered from general malaise, nausea, vomiting, fever, pain on palpation at the crt-d pocket, and local signs of inflammation for one week. A device site infection was assumed, and methicillin-resistant staphylococcus aureus (mrsa) was isolated in a blood culture. Device-associated endocarditis was assumed. The patient was hospitalized. Laboratory tests, device interrogation, soft tissue echocardiography, blood cultures, and a transthoracic echocardiogram were done. The crt-d system was completely explanted. Antibiotic therapy with ciprofloxacin and vancomycin was given.